Event description:
It was reported that no alert/notification settings issue occurred. On (B)(6) 2024 it was reported that the patient experienced message missed (alert message is missed when it should have) from the receiver. The estimated glucose value (egv) was 75 mgdl however, the receiver did not give the patient an alert. The patient stated that maybe he did not hear the alert during that time. The patient felt dizzy and fell outside. No one assisted him and he just got back right up and went back to his apartment. There was reportedly no treatment for hypoglycemia. At the time of the report, the patient was doing fine. There was no documentation of further medical evaluation or intervention. No other details were documented. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.